Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for initial implant. The physician was unable to insert the lead sheath into the right ventricular lead. Another lead was used but still failed. Physician observed strong resistance and felt it was more than usual. The lead was not used and another lead was successfully implanted. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.